Event description:
It was reported that the customer had high blood glucose levels of 140 mg/dl. The customer reported three no delivery alarms from the insulin pump. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit and the insulin pump alarmed no delivery. The customer was advised to change the entire infusion set. Troubleshooting was not completed because the customer did not have an extra infusion set for troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).